Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.  An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. According to literature review, prosthesis¿patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient¿s body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Severe symptomatic ppm following avr with a bioprosthetic valve may be treated by redo surgery or the transcatheter valve-in-valve procedure with fracturing of the surgical valve stent. Per the IFU, incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. In this case, the cause of the valve stenosis is unknown. It is possible that patient factors (the progression of pre-existing disease processes) may have been a contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference: gilbert h. L. Tang, md, msc, mba1 , asaad khan, md1 , nish patel, md1 , md2 , muhammad khan, md1 , samin k. Sharma, md1 , annapoorna kini, md ¿cracking the russian dolls: combined bioprosthetic valve fracture and valve-in-valve-invalve tavi to improve severe prosthesis-patient mismatch¿ pcr presentation (2019).

Event description:
As reported from pcr presentation "cracking the russian dolls: combined bioprosthetic valve fracture and valve-in-valve-in-valve tavi to improve severe prosthesis-patient mismatch¿, a patient had worsening dyspea on exertion, and chf (nyha class iii symptoms) for the last year since the last valve in valve procedure (20mm sapien 3 valve in a 21mm mitroflow). Post deployment tee reported an aortic mean gradient of 36 mm hg and an indexed effective orifice area (ieoa) of 0.6cm2 consistent with severe prosthesis patient mismatch (ppm).   Two years later, tee report mildly thickened prosthetic aortic valve leaflets with slightly restricted mobility, severe ppm with no evidence of paravalvular leak or aortic regurgitation, an ieoa of 0.23 cm2 with mean gradient of 35mm hg.  Balloon valve fracture (bvf) was attempted first with an 18mm true balloon which was unsuccessful, followed by a second successful attempt with a 20mm true balloon.  After bvf, aortogram showed acute 20mm s3 valve failure with 3+ar and moderate aortic stenosis.  A 23 mm non-edwards valve was implanted.  Mean gradient was reduced to 10mm hg.  Symptoms improved immediately and the patient was discharged on post operative day 2.